Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case involves an (B)(6) years old female patient who received treatment with synvisc one and on the same day had tripped in the hall and fell/while walking down hall patient tripped and fell, appears patient fractured wrist and injuries. Also, device malfunction was identified for the reported lot number. No past drug was reported. Medical history included hypertension (htn), hypothyroid, coronary artery disease (cad), chronic renal insufficiency, colon cancer, chronic cerebral infarct, cardiovascular accident (cva), bilateral carotid artery stenosis, chronic urinary tract infection (uti), promotes left knee. Patient had allergy to bactrim and macrobid. Concomitant medications included hydrocodone bitartrate/paracetamol (norco) for pain, colchicine (colycrs) for gout, carvedilol (coreg) for htn, sertraline hydrochloride (zoloft) for depression and amlodipine besilate (norvasc). On (B)(6) 2017, at 08:00 hours the patient received treatment with intra-articular synvisc one injection at a dose of 06 ml once (lot number: 7rsl021 expiration date 31-may-2020) for osteoarthritis of the knee. On the same day, the patient left the appointment and proceeded out of the office where she tripped in the hall and fell. Upon physician initial evaluation it appeared patient fractured wrist upon fall. Patient now being treated for injuries sustained when patient fell. Patient left office and while walking down hall patient tripped and fell. X ray of wrist was performed (results not reported). Corrective treatment: not reported for all the events. Outcome: recovering/ resolving for appears patient fractured wrist and injuries; not recovered for rest. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Reporter causality: not related (cva and gait disturbance might have played role in the adverse event). Seriousness criteria: hospitalization for all the events additional information was received on 08-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 16-dec-2017. Medical history and concomitant medications were added. Product lot number and expiration date was added. Event verbatim was updated from tripped in the hall and fell to tripped in the hall and fell/while walking down hall patient tripped and fell along with its outcome. Additional event of device malfunction was added with details. Reporter causality was added. Clinical course: updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 16-dec-2017: this case concerns a patient who received treatment with synvisc one from the recalled lot and experienced wrist fracture and other injuries after she tripped and fell. A causal role of suspect product cannot be established as the fall seems to be accidental. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the products cannot be excluded completely.